Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: customer complaint received by clinical logistics for some of your vacuum tubes that had no suction when they attempted to draw blood with them. This was 24 tubes of 900 and we still have 35 in house left in quarantine.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-24. H6: investigation summary: bd had received 4 samples or photos for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: customer complaint received by clinical logistics for some of your vacuum tubes that had no suction when they attempted to draw blood with them. This was 24 tubes of 900 and we still have 35 in house left in quarantine.